Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed the pump supplies to address the issue. On 3/19, the caller reported that occlusion alarms reoccurred, and that the insulin gauge was inaccurate. Customers blood glucose (bg) was over 500 to 565 mg/dl and developed diabetic ketoacidosis. Customer tried to address the elevated bg by a manual insulin injection. Customer went to the emergency room and was subsequently hospitalized in the intensive care unit. The customer was treated intravenously with fluids of saline and insulin. Customer was released from the hospital on 03/21/2023 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.